Event description:
The only information provided so far is that it was a defective implant. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation.

Event description:
Reportedly the implant was defect. The user was reimplanted.

Event description:
Reportedly the implant was defect. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed a coil wire fracture with a characteristic fatigue pattern. A chronic movement of the coil section has highly likely caused this fatigue fracture over the years which is likely enabled by the reported dislocated screw. This is a final report.